Event description:
During prep of the ablation catheter, the tip would not return to its normal shape. Manufacturer response for pulsed field ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).